Event description:
The customer reported that the insulin pump alarmed no delivery several times. The infusion set was changed times and a manual prime test was performed, but the test failed. Advised the customer to assemble a new infusion set and reservoir. A fixed prime was performed and the test failed again. Instructed to customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.